Event description:
Livanova deutschland received a report that a s5 pump started smoking during a case. Simultaneously, a ¿pop¿ was heard. The pump transitioned to battery. The perfusionist unplugged the pump and ran on battery for the remainder of the case. There is no report of any patient injury.

Manufacturer narrative:
Livanova deutschland manufactures the s5 system. The incident occurred in rochester, minnesota, united states. The customer provided a picture showing a completely burned out connection module. Melted components are visible. A livanova intiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.the customer provided a photo showing s5 mains power.

Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the issue, electronics and power (e/p) pack was replaced with a new one with new dc/dc (direct current) convertor; cabling was rerouted and 5th pump reinstalled. S5 system was upgraded to 3.16 software version and flashed with #1506 arrangement. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that battery power was established without loss in arterial pump blood flow. Electrical cord was disconnected from it's source and smoke/smell dispersed. Moreover, the customer will not be returning the unit for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2018. It cannot be ruled out that an over-current caused the short-circuit protection of the device, leading the device to run on battery. Since the event is isolated, most likely the root cause of the over-current is traced back to an excessive load due to an electronic component deviation of s5 mains power connection module.

Event description:
See initial report.